Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is twisted 16.8cm from the tip. The distal shaft is slightly flattened from the tip to the twist. There is a kink on the distal shaft at 18.7cm from the tip. Microscopic inspection revealed scratch marks at 1cm and 17.7cm from the tip. There is blood present in and on the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a failure was occurred due to peeling. The target lesion was located in a severely tortuous and severely calcified artery. A guidezilla ii was selected for use. During entry into the lesion, the device was unable to cross due to peeling of the coating on the distal segment of the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a failure was occurred due to peeling. The target lesion was located in a severely tortuous and severely calcified artery. A guidezilla ii was selected for use. During entry into the lesion, the device was unable to cross due to peeling of the coating on the distal segment of the catheter. The procedure was completed with another of the same device. No patient complications were reported.